Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, the pump alerted for loss of prime multiple times. The reporter completed prime step with cartridge change. No sudden change in force or temperature was noted and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - submission date 04/30/2015; correction to: the correct brand name is animas insulin cartridge. The correct common device name is insulin pump cartridge. The correct model# is animas ir1200/1250/2020/otp cart; the correct serial# is ni. The correct PMA/510(k) # is k032257. The correct device manufacturing date is unk. The correct labeled for single use is ¿yes¿. The correct device is ¿the cartridge has not been returned to animas for evaluation.¿